Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was reported to be a cardiovascular event; however, the specific event was unknown. The patient had been hospitalized prior to their death for an unrelated event. Pd therapy was ongoing at the time the patient expired; however it was unknown if the patient was performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed previous device servicing did not cause or contribute to the hp passing away. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.